Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event: - the patient developed bilateral breast ptosis post implantation. A separate medwatch report will be submitted for the patient¿s right breast prosthesis. - the patient had both of her breast prostheses removed on (B)(6) 2021 and they were replaced with mentor memorygel breast implant 650cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 18-nov-2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10-dec-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. The product was returned to mentor for evaluation and mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the breast implant was ruptured and received incomplete. In addition, a crease/fold was identified at the edges of the rupture. The evaluation determined that the cause of the rupture was consistent with normal wear. Instructions for use state that ruptures can occur at any time after implantation, but are more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 19-oct-2021, mentor received additional information about the event. The patient was scheduled to undergo explantation and replacement with a mentor memorygel breast implant 650cc gel breast prosthesis on (B)(6) 2021. On 26-oct-2021, mentor received additional information about the event. The patient¿s ethnicity is not hispanic/latino. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) white female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 800cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was diagnosed via a body scan. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.